Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, scratched lcd window, cracked display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Scratched lcd window, cracked display window corners, cracked reservoir tube lip, cracked lcd window.

Event description:
Customer reported that the display of the insulin pump was badly cracked. Customer stated that he was involved in an accident in which something heavy fell down, hit him, and cracked the pump. Blood glucose level at the time of the call was not provided.